Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an intervention procedure. The arteriogram showed the arteriotomy placement was "good" in the common femoral artery. The physician stated the vessel was "real hard" and had resistance when inserting the device. It was reported that good mark had been obtained and the foot deployed without problem. The physician stated "when plunged needles, it felt funny." Upon needle retrieval, it was noted that the sutures did not capture. The foot was then parked without problem, but the device could not be removed. The physician was reported to "try something manipulating" of the device when a "cracking" sound was heard. The sheath distal to the crimp ring remained in the pt. The pt was taken to surgery for sheath removal. The pt's hospital stay was prolonged a week. The pt has been discharged without further adverse sequelae.